Manufacturer narrative:
(B)(4). A batch review was performed, and no issues were found during the manufacture of this lot. The sample was reported to be available for evaluation. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported the homechoice cassette had a leak in the tubing, which was discovered during use. There was patient involvement, but no patient injury or medical intervention related to this event.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection, clear passage testing, and pressure testing were performed with no issues noted. The reported issue could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.